Event description:
The customer reported that the device would not activate and the surgeon stopped using the instrument during a laparoscopic gastric band procedure. The device was returned for evaluation with the clear insulation missing.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.